Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the anchor of the device is missing (broken-off).

Event description:
It was reported that an ankle instability surgery was performed. First of all, the 4.75 mm bc swivelock anchor had no screw. Then they tried to place the 3.5 mm swivelock but the anchor was poorly loaded and it didn't turn. So they weren't able to screw it correctly into the bone. When they tried to remove the screw it broke. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.